Event description:
A technician reported that following the flap creation and lift, the procedure was aborted due to the eye tracker illumination was not functioning properly. In a f/u with the technician, she indicated the lasik procedure was completed on (B)(6) 2014 and the pt was doing well.

Manufacturer narrative:
A service visit has been performed and the investigation is still in progress, including root cause analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).